Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high priority 20198 (door is open) alarm occurred on an amia automated pd system during patient training/dwell 1 for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. An external visual inspection was performed, and it was noted that the device was in good condition. A pressure integrity test was performed, and no issues were noted. The door was pressurized and locked using the pneumatics tab and the door could not be manually opened. Multiple pump control sessions were performed using the pump control tab with a modified cassette test set, which simulates the phases that occur during an actual therapy. Two cycles were performed, with no restrictions encountered. The volumes transferred were set at 500 ml with normal flow rates observed. An internal inspection was also performed, and there were no problems found. An event history log review was performed, and it was verified that the reported condition high priority alarm 20198 had occurred. The cause of the reported condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.